Event description:
An unknown caller from kaiser roseville asked what would be the results of using the cidex solution beyond the expiration date once activated. The caller stated that a technician tested the cidex solution after the expiration date and it passed. The caller was informed that the IFU is specific for the product use and approved per the FDA. The caller was advised that the efficacy of the product cannot be guaranteed beyond the expiration date. Customer did not provide any information regarding potential patient injury.